Event description:
Customer originally called to report a priming anomaly. During the troubleshooting, customer had been treated by emergency room the day before for hypoglycemia. Customer was having difficulty priming a new set and emptied the reservoir while sitll connected to the pump. Later their bgs fell to 38 which required the medical intervention. Customer advised to discontinue pump therapy and return the unit.